Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/21/2013 with the following findings: performed pump rewind, load, and prime with no alarms or noise issue. Visual inspection of "battery compartment¿ revealed, compartment crack at case seal. The pump was opened for further investigation, inspected the motor assembly and tested the internal motor, no moisture corrosion was observed. Unable to duplicate the complaint during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013 reporting that they can hear the basal being delivered every three minutes but for the last three days they have not heard the motor noise. The patient stated that over the past two days their blood glucose (bg) was between 300-400mg/dl with frequent urination. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. The patient self treated with a bolus and the bg does come down. The patient stated that they changed their site yesterday but didn¿t help. The patient denied any skin site issue and they only use their stomach area. Customer support reviewed history and there are no recent alarms and the basal history shows the correct basal is being delivered. This report is being due to the motor noise issue.